Manufacturer narrative:
D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. This report was due on november 24, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 19, 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Complainant alleges through their counsel a mycobacterium chimaera infection following a cardiac surgery (placement of a left ventricular assistive device) carried out on (B)(6) 2019, in which a heater-cooler system 3t was used. In (B)(6) 2023 the patient developed first symptoms of the infection: he began losing weight, feeling fatigued and weak, and developed a cough. In (B)(6) of 2023 he developed a large cyst at the bottom of his surgical scar, which was infected. Cultures from patient¿s tissue taken on (B)(6) 2023 returned a positive result confirming a mycobacterium chimaera infection on (B)(6) 2023. Patient was diagnosed with disseminated mycobacterium chimaera, which had spread to his brain and eyes. Patient died on (B)(6) 2023. Based on current status of the investigation the alleged device issue was not confirmed yet.